Manufacturer narrative:
Bed out of calibration.

Event description:
It was reported by service report that the bed would start zooming w/o the "zoom is activated" notification. No pt involvement or adverse consequences are reported.